Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the device. A surgical procedure was performed in which all components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.